Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no audible alerts for the g5 mobile application the smart device was reported. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of no audio alerts on the smart device was unable to be determined. A root cause could not be determined via data.